Event description:
It has been reported that one bd microtainer® contact-activated lancet has been found experiencing retraction issues after use. The following has been provided by the initial reporter: the needle was hard to come out.

Manufacturer narrative:
Complaint is not reportable. New dt created. This MFR. Report # 2243072-2019-02570 is void. No investigation to be completed. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd microtainer® contact-activated lancet has been found experiencing retraction issues after use. The following has been provided by the initial reporter: the needle was hard to come out.